Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached at the site area, while the patient was working at the desk. This issue occurred with two sets. Further, it was stated that the first issue occurred about 3 weeks ago and the other occurred today (on the day of this report dated (B)(6) 2019). The site location was the patient's stomach for one set and hip for the other. The pump was located on the opposite side in relation to the site. The infusion had been in use for two days and they were stored in a cool dry place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached at the site area, while the patient was working at the desk. This issue occurred with two sets. Further, it was stated that the first issue occurred about 3 weeks ago and the other occurred today (on the day of this report dated (B)(6) 2019). The site location was the patient's stomach for one set and hip for the other. The pump was located on the opposite side in relation to the site. The infusion had been in use for two days and they were stored in a cool dry place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.